Manufacturer narrative:
- Device common name: ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unspecified indication. The date of initial implant was not provided. A fluid leak was observed between the catheter and the hub. The handling conditions and circumstances surrounding the event were not provided. The catheter was explanted and replaced with a new device. The device was discarded. Additional information was requested; no further information was received as of the date of this report.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. One picture of the device was submitted. In addition, the complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, there is no evidence to suggest that this device was made out of specification. One photo provided by the customer was reviewed: the photo shows a used 8.5fr mac-loc catheter. However, it is unclear from this photo what the cause of the leaking was. Based on the provided information, no product returned, and the results of our investigation, a definitive root cause cannot be established at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.